Event description:
It was reported that the patient stated that he has issues with his implanted erection device, which he believes is defective and not working or inflating properly. The patient stated that he had reached out to a sales representative but has not heard back yet.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The ams700 ms pump and ipp cylinders were visually inspected and functionally tested. The pump was functionally tested and failed activation test, requiring more than 8lbs. Of force to activate. Product analysis confirmed a device malfunction with the pump but could not confirm allegations of kinked tubing as no tubing was returned. An investigation conclusion code of caused traced to component failure was chosen, as product investigation identified a pump malfunction. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for batch 1000194141, found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient stated that he has issues with his implanted erection device, which he believes is defective and not working or inflating properly. The patient stated that he had reached out to a sales representative but has not heard back yet. It was further reported that the patient had his inflatable penile prosthesis (ipp) removed due it was not working. Twisted tubing to reservoir. An ambicor was implanted. The device was sent back for analysis.

Event description:
It was reported that the patient stated that he has issues with his implanted erection device, which he believes is defective and not working or inflating properly. The patient stated that he had reached out to a sales representative but has not heard back yet. It was further reported that the patient had his inflatable penile prosthesis (ipp) removed due it was not working. Twisted tubing to reservoir. An ambicor was implanted. The device was sent back for analysis.